Event description:
International customer reports that a pt presents complaining that the skin sutures "burst". The facility has repeatedly closed the pt's skin with a variety of products. The facility opines that the pt is tampering with the sutures after closure.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form.